Event description:
It was reported that the pt experienced low blood glucose levels and self treated with glucose tablets and food.

Manufacturer narrative:
The pump was returned to animas. Eval demonstrated that the pump functioned within required specifications and delivered insulin accurately.